Event description:
The laser system has the following problem: "the output of laser is 0 (zero), there is no output power."

Manufacturer narrative:
We are waiting for additional information from the distributor.